Event description:
During an intervention procedure, when the physician tried to introduce the stent through the guide, the shaft bent, then the physician removed it to straightened it but it broke.

Manufacturer narrative:
Analysis of the returned product indicated that the stent was compressed. Additional info has been requested. This product is not distributed in the united states but is similar to the us distributed cypher sirolimus drug eluting stent.